Event description:
It was reported that during the customer's weekly testing, the cardiosave intra-aortic balloon pump (iabp) unit's battery was not holding a charge. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device(10/3233): a getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp) unit and was able to reproduce the reported issue. The fse reported that the staff noticed that the iabp unit would sometimes not recognize ac power immediately when the iabp unit is plugged in via the ac module. To fix the issue, the fse replaced the power management board, and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The suspected faulty part was sent to getinge's failure analysis and testing (fat) for evaluation. The power management board was observed per the cardiosave service manual part number 0070-00-0639 revision n with no visual damage. The national repair center installed the power management board into the cardiosave test fixture and tested the power management board to factory specifications and the cardiosave service manual. No problem was found. Power management board will be sent to the sustaining engineering department for failure analysis per procedure number 0002-07-d008 revision ag. (B)(6) the new supplier escatec, will no longer accept swemco boards back for failure analysis. Further failure analysis is not possible. The board will be scrapped per procedure. The non-conformances with the returned components were not confirmed.

Event description:
N/a